Manufacturer narrative:
The office has stated that no one was injured during the incidence. Results/conclusion: the clamp was overextended against direction for use warnings. The clamp was used in a manner that causes permanent deformation to the clamp prior to breaking. Eval date: 03/08/2013. Document no: (b)(). Item evaluated: 50057526 ivory clamp ss w5 wnglss molar. Lot no. A1. Manufacture date: 09/2011. Receipt date: 06/06/2013. Complaint: broken clamp on first use. Eval summary: when reassembled the clamp was grossly distorted from its original shape. If it had not broken it would have obviously been permanently deformed, vastly unable to return to its original formed shape and jaw proximity. There is also a coating of a whitish chemical on this clamp that would need more extensive analysis to determine if this coating had caused any corrosion or pitting to the clamps surface, which would also lead to premature breakage. Cause of breakage: overextension of the clamp when it was placed on the forcep caused permanent deformation to the clamp and subsequently breakage of the clamp. Conclusions: the complaint is not confirmed due to misuse. The clamp breakage is due to overextending the clamp which is warned against as causing breakage on the clamp labeling. Due to the aforementioned fact that this was customer misuse, no further action is deemed necessary at this time. The investigation is closed. CAPA measures are not proposed or initiated.

Event description:
Dealer rep sent in a request for RMA and the broken clamp was on the return request. Requested dentist info. Called the office but they do not speak english. Called dealer rep and he will have his customer service contact us for question to ask the dentist. A customer service rep from the dealer contacted the office about the malfunction after she was given the questions for this office. Date of incident (B)(6) 2012. Tooth being treated: not have time cause when it broken it was on the forcep; broke before, during or after use: before; approx how many uses for this clamp before it broke: one. Pt age and gender that clamp broke on: woman (B)(6). Anyone injured: no.